Event description:
Rptr reported that her 4-yr-old son has had several defective gastrostomy tubes. She explained that her son has kidney failure and would not eat when he was younger due to his feeling nauseated. A gastrostomy tube was inserted and was working well and lasted for approx 23 months. However, on 7/15/93, another new tube was inserted but lasted only until 8/6/93 and then began to leak. Another one was inserted on 8/6/93 but began to leak and had to be replaced on 9/2/93. That one only lasted until mid-november. Rptr was told that the problem must be due to either her doing something wrong or the dr not putting it in correctly. Co reported that leakage problems with the device are the primary type of complaints that the co receives. He added that pt care of the device is critical for keeping it clean, and that there might be anatomical reasons for button failure.